Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported developing a staph infection while using the infusion sets. He began using an infusion device 3 weeks ago and experienced irritation at the infusion site immediately. He stated he felt a stinging sensation when the infusion site was inserted. The infusion site that became infected had been in place for 48 hours. The area was the "size of a red silver dollar" and felt as if there were a "rock" under his skin. The following day he contacted his doctor and was prescribed an antibiotic cream. The irritation spread from his right hip to the ctr of his body and was 8-10 inches in diameter. He switched to a different type of infusion set and had no further issues. No blood glucose issues were reported. No product will be returned for eval.